Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and after the implant, motor current was flat while there was pulsatile placement signal. Transesophageal echocardiogram showed proper position. The staff suspected the pump ingested a thrombus. The pump was explanted. The thrombus was not visualized or confirmed. The patient was put on a new impella 5.5 and survived the event.